Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 32-year-old female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea, left lower quadrant pain (mild.), bloating, urinary frequency, abdominal pain, barium swallow, cough (mild aspiration with spontaneous), chronic back pain and body mass index normal. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (nsaid-k), methocarbamol (robaxin), naproxen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"), 1 year 4 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), depression ("depression"), fatigue ("fatigue"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2014 underwent novasure endometrial ablation and robotic assisted hysterectomy with bilateral salpingectomy repair of colon serosal injury.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and back pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, fatigue, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were four coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: confirmed that the essure successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "back pain", concomitant drug added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea, left lower quadrant pain (mild.), bloating, urinary frequency, abdominal pain, barium swallow, cough (mild aspiration with spontaneous) and chronic back pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), depression ("depression"), fatigue ("fatigue"), anxiety ("mnetal anguish") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy repair of colon serosal injury.) And surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, fatigue, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were four coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no extravasation of contrast noted; on (B)(6) 2012: confirmed that the essure successfully occluded . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and mr received. Event added: abnormal vaginal bleeding, menorrhagia, fatigue, depression, mental anguish, dysmenorrhea (cramping) added. Lot number, reporters added on 10-jul-2018: medical records was received. Reporter information, concomitant disease were added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea, left lower quadrant pain (mild.), bloating, urinary frequency, abdominal pain, barium swallow, cough (mild aspiration with spontaneous) and chronic back pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), depression ("depression"), fatigue ("fatigue"), anxiety ("mnetal anguish") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy repair of colon serosal injury.) And surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, fatigue, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were four coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no extravasation of contrast noted; on (B)(6) 2012: confirmed that the essure successfully occluded . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea, left lower quadrant pain (mild.), bloating, urinary frequency, abdominal pain, barium swallow, cough (mild aspiration with spontaneous), chronic back pain and body mass index normal. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (nsaid-k), methocarbamol (robaxin), naproxen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"), 1 year 4 months after insertion of essure. On 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), depression ("depression"), fatigue ("fatigue"), anxiety ("mnetal anguish") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2014 underwent novasure endometrial ablation and robotic assisted hysterectomy with bilateral salpingectomy repair of colon serosal injury.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and back pain had resolved and the menstrual disorder, depression, fatigue and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were four coils into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: confirmed that the essure successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the outcome of events ¿severe pelvic pain¿, ¿menorrhagia¿, ¿abnormal vaginal bleeding¿, ¿dysmenorrhoea (cramping)¿ and ¿back pain¿ were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issue"). The patient was treated with surgery (on (B)(6) 2015, she underwent removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.